Event description:
On (B)(6) 2007, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis (tg3715/05078261). On (B)(6) 2014, an additional procedure was performed to treat a proximal type I endoleak whereby an additional conformable gore® tag® thoracic endoprosthesis (tgu373715/12629742) was implanted. (Refer to MFR report #2017233-2014-00651 regarding the investigation of the endoleak and intervention.) On (B)(6) 2018, a (B)(6) hospital reported to the investigative site that the abdominal and thoracic aortic aneurysm are increasing in size. The patient refused additional treatment and declined to return to the site. On (B)(6) 2018, the patient expired. The site reports that it is unknown if the patient's death is related to patient condition and not device or procedure related.